Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for low draw volume with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and low draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 4 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: sstii 5ml tube 367955 with lot 9301135 didn't fill properly during 4 blood collections. Blood flow ceases when only some 1cm blood came in the tube. This tube was the first in the order of draw, when filling edta or another sstii 5ml tube, these tubes filled correctly. Issue is noticed by several trained and experienced phlebotomists and occurs with straight needles and wingsets.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 4 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: sstii 5ml tube 367955 with lot 9301135 didn't fill properly during 4 blood collections. Blood flow ceases when only some 1cm blood came in the tube. This tube was the first in the order of draw, when filling edta or another sstii 5ml tube, these tubes filled correctly. Issue is noticed by several trained and experienced phlebotomists and occurs with straight needles and wingsets.